Event description:
In 2007, this pt, not deemed a candidate for open surgery, was scheduled for repair of an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Access to the left external iliac artery using two different 18 fr gore introducer sheaths was attempted without success. A 12 fr gore introducer sheath was then used to place a contralateral leg component 3 cm distal to the renal arteries. The physician had planned on performing an aortouniiliac with subsequent femorofemoral crossover procedure, however following several unsuccessful attempts to place the trunk-ipsilateral leg component without the use of an introducer sheath, the procedure was aborted. Post-operatively, the pt had bilateral doplar pulses; however one day later, the pt's left leg thrombosed and an above knee amputation was performed. The pt died after developing atrial fibrillation and pulmonary complications. The physician attributed this event to the severe occlusions identified prior to the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.